Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1509801) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the advancer tube did not come down (out of the shuttle tube) .the sealant got stuck in the shuttle tube. Manual compression was applied for 10 minutes to achieve hemostasis. The patient's hospitalization was not mynx/procedure related.. Vessel size: 6f vessel location: peripheral-superficial femoral artery.

Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle. The sealant was in the manufacturing position and exposed to blood. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. Based on the provided information and the investigation performed, the reported event might have been caused by an incomplete engagement of the advancer tube during the procedure; however, the root cause of the event could not be conclusively determined. The review of the lhr (f1509801) indicated that the device lot met all established performance criteria prior to shipment.